Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zlb00, was performed due to patient complaint of blurry vision. It was reported that the lens was replaced with a non-amo manufactured lens. No further information was provided.

Manufacturer narrative:
In the initial MDR the explant date was provided as (B)(6) 2017 however as a result of follow up it was learned this was the implant date and the explant date is (B)(6) 2017. Additional information received reported the patient was a male. Also, the implant date was (B)(6) 2017 and the explant date was (B)(6) 2017. It was also reported that the surgeon's name was dr. (B)(6). Reportedly, there was no incision enlargement, vitrectomy, or sutures used. There are no problems with the patient post-operatively. No additional information was provided. Gender/sex: male. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. Initial reporter name: dr. (B)(6). Health professional: yes. Occupation: physician. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 7/18/2017. Device returned to manufacturer? Yes. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.